Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. The preoperative merge contains a shift in both the ap and lateral images. Merge shifts can cause navigation integrity issues and lead to the misplacement of screws. The user must verify the merge before proceeding to navigation. The cause of the reported issue was traced to user technique.

Event description:
The event was after an alif, around 8 pm due to delays. The atmosphere was extremely fast as everyone was ready to be done and go home. The screws were done mis. We took and aps and laterals with drb on right, and activated sm on left. We did l l4, r l4, r l5, l l5, l s1 and finally r s1. R s1 was angled too far up into the end plate. Surveillance meter low, and registration seemed good. Spooler did not feel as though we skived. We are unsure what may have caused the s1 screw to be off. We reregistered and replaced the screw and they came out great.